Event description:
Report #1 of 2 received of a filter leak. A pt receiving a home infuson of an unspecified antibiotic therapy q4hrs reported missing a "couple of doses" due to the tubing set leaking around the filter. The exact location of the leak on the filter was unk by the reporter. The pt was equipped with a weekly supply of tubing sets provided by the facility. The incident occurred during the weekend, the exact date was unk by the reporter. The pt notified the facility on the following day, after the event. According to the customer contact, there was no reported adverse effect. Although requested, no additional info was available.